Event description:
It was reported that the ventilator shut off during use. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator that was replaced reportedly stopped ventilating when staff uses suction. It was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced. Ventilator logs were provided. There are no errors present in the logs to associate with reported problem. The root cause of the reported event has not been determined.